Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4)

Event description:
It was reported that during the implant procedure, the device was placed and was interrogated in order to activate the initial data collection. However, upon interrogation it was determined that the device was not sensing as no egm was detected. The device was removed and a new device was placed. No patient complications have been reported as a result of this event.